Event description:
The customer reported that there was smoke coming out of the system and the monitors quit displaying the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A system cable and some circuit boards were identified as being faulty. No conclusion can be drawn, as further repair info is unavailable at this time.